Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette disconnected from the heater bag during dwell 1 of automated peritoneal dialysis (apd) therapy. Nothing unusual was noted during troubleshooting for the disconnection. The technical service representative assisted the caregiver (cg) in ending therapy. The cg was to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.